Manufacturer narrative:
One device was received for repair with complaint of ripped/bubbled downstream occlusion (dso) sensor. Customer complaint was confirmed through visual inspection. Device passed tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ripped/bubbled downstream occlusion (dso) seal. There was no patient involvement.